Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the forceps channel of the device was clogged with a foreign object. There was no physical damage where foreign matter remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. During the device evaluation the customer allegation of foreign material stuck in the channel-tube was confirmed. The evaluation also found that the objective lens was scratched. The customer did not know what the type of material was. The device was not used for the next operation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had foreign material stuck in the channel-tube. The issue was found during an endoscopic selective varices devascularization (esvd) procedure. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm.